Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a portion of the touchscreen became unresponsive. Reportedly, the customer is still able to interact with the pump. Customer's blood glucose level was not impacted. Customer stated they will contact their health care professional for a back up method for insulin therapy.